Manufacturer narrative:
Initial report mailed to FDA on 11-29 after experiencing problems with the esg database.

Event description:
Melting of the usb charger while being charged at the charger port. There was no sign of fire or smoke residues. No injury and no medical intervention required. The initial investigation found heat damage near the usb c connector on the main pcb, incl. Melted plastic and cracked/warped pcb.white residue on pcb could originate from moisture. It is hypothesized that the short circuit, either between trace for vbus and gnd or inconnector, caused by moisture or debris. Energy dissipation near connector only limited by external power supply. Pending analysis of CT scan. There is an open CAPA for this case.